Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged into the right atrium. The device was programmed to vvi mode, however the lead was capturing the right atrium due to the dislodgement. There were also high pacing thresholds reported at 5.0 volts at 1.0 ms. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.